Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1122: check vent alarm for blower temp high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the air inlet was clean and the cooling fan was running. The rse advised to replace the blower and provided parts ID for the blower assembly. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.